Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 100 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented with withdrawal symptoms after a pump replacement on (B)(6) 2024 and they have persisted until date of new replacement. It was noted that multiple catheter aspirate port (cap) successful aspirations were performed by the managing physician and no alarms were active. The logs did not show any stalls or anything out of the ordinary. There were no signs of kinks or creases in the catheter and aspiration was successful. The residual volume of the explanted pump was accurate at 14 ml's. The reason for withdrawal symptoms was unknown at this time. The pump was replaced but the issue was not resolved. The medical history was not available due to legal/confidential reasons. The patient was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the cause of the withdrawal symptoms was due to insufficient dose. Actions/interventions taken included administering a bolus and increasing the dose. The hcp further stated that the withdrawal symptoms had resolved.